Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon inserted an icl implantable collamer lens, diopter unknown, in the patient's right eye (od) and the lens was reported as having a refractive surprise post-op. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated as a result of a control visit (6 months), the patient's vision was to close to expectation. The event was resolved. (B)(4).

Manufacturer narrative:
(B)(4).